Manufacturer narrative:
Immucor technical support reviewed the instrument camera images remotely: sample ID (B)(6) (known anti-e): cell 2 (e+ e-) visually weak positive resulted negative by the neo. Crrid: cell 6 (e+e+) is an unexpected negative result. Sample ID (B)(6) (known anti-e): cell 2 (e+ e-) visually weak positive though resulted negative by the neo. Crrid: cells 1 and 6 (e+e+) are unexpected negative results. Sample ID (B)(6) (history of anti- kell and anti-kpa): cell 1 (k+) weakly positive, resulted negative by the neo. Crrid: cells 4 and 8 (k+) and cell 14 (kpa+) had unexpected negative results. Instrument was under validation. The issue was resolved after an immucor service personnel made adjustments to the neo as needed. Additional samples were tested and resulted as expected.

Event description:
On (B)(6) 2016 a customer reported obtaining unexpected negative reactions when testing a patient sample with capture-r ready-screen 3 (crrs 3) and capture-r ready-ID (crrid) on the galileo neo. Three validation samples were involved; two were known anti-e samples and one was a known anti-k and anti-kpa. The neo was under validation and not live for production.